Manufacturer narrative:
Device was used for treatment, not diagnosis. Although requested, additional information was not available from the reporter. Device is an instrument and is not implanted/explanted. A service and repair record review was attempted for the subject device. The review could not be completed as this device is a lot-controlled item. The manufacture date of this item is 30-jan-2012. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a revision surgery on (B)(6) 2015 the surgeon stated the cable tensioner with pistol grip did not feel to be holding tension correctly during hip surgery. A hand tensioner was used in its place. There was no harm or negative impact to the patient. The reporter did not know if the implants involved in the revision surgery were synthes devices or what types of devices were involved. There was no delay in surgery. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). A service and repair evaluation was performed for the subject device. The customer reported the item was not tensioning correctly. The cause of the issue is unknown. The device was sent to the vendor for repair on (B)(4) 2015. The vendor reported the item tested ¿ok¿. The item will be returned to the customer upon completion of the service and repair process. The evaluation (complaint condition) is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.